Event description:
It was reported that sheath separation occurred. The target lesion was located in the severely calcified proximal to mid segment of left anterior descending artery. The physician cannulated the left system and navigated the rota floppy wire distal to the diseased segment. After securing all the rotablator connections, a draw testing was performed with the 1.50mm rotalink plus. While setting the burr speed from 180,000 rpm, the device reached maximum speed but then it was noted that the sheath got separated and the speed dropped to 150,000 rpm. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the sheath was separated in two locations, 126.5cm and 130.5cm distal of the strain relief. The separated ends of the sheath were stretched and torn. The damage to the sheath is consistent to damage from over tightening the hemostasis valve. The torn sheath would have been caused due to the over-tightening of the valve and resistance causing the sheath to tear. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to be rotated. Then functional testing was performed by connecting the advancer to the rotablator control console system. The advancer was able to run and maintained optimal rpm with no irregularities. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis was not able to confirm the reported speed issue, as during functional testing the device reached and maintained optimal rpm with no irregularities. The reported sheath separation was confirmed and is likely attributable to over-tightening of the hemostasis valve during the procedure.

Event description:
It was reported that sheath separation occurred. The target lesion was located in the severely calcified proximal to mid segment of left anterior descending artery. The physician cannulated the left system and navigated the rota floppy wire distal to the diseased segment. After securing all the rotablator connections, a draw testing was performed with the 1.50mm rotalink plus. While setting the burr speed from 180,000 rpm, the device reached maximum speed but then it was noted that the sheath got separated and the speed dropped to 150,000 rpm. The procedure was completed with another of same device. No patient complications were reported.